Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the device was partially deployed and only the foot had been deployed producing slack in the link material which is normal. There was no detected plunger deployment or damage to the device. The device was examined for marking patency and guide wire insertion. Both tests were successful with the device marking and the guide wire passing the entire length of the sheath lumen without resistance and exited the sheath from the exit port. Blood was present within the device, which prevented the plunger from being deployed for testing. The plunger and suture were removed to clear the needle lumens of the dried blood to complete the functional testing. The plunger/needle deployment testing was successful with proper needle trajectory, depth and push mandrel travel. There was no device malfunction detected. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis with culture positive for (B)(6) in a patient while receiving peritoneal dialysis (pd) therapy. This case was initially received by baxter customer service from the consumer. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent and severe abdominal pain. On the same date, the patient was hospitalized. On an unreported date, the patient started therapy with vancomycin, ceftazidime and meropenem (dose, route and frequency were not reported) for peritonitis. On (B)(6) 2010, the patient was released from the hospital. Automated pd treatment remained unchanged. The nurse reported that the patient does not reuse solutions and it was unknown if there was break in aseptic technique. The patient had no catheter infection or previous peritonitis episodes in the last 4 weeks. The nurse reported that the patient was recovering at the time of this report. The reporting nurse considered the event of peritonitis with culture positive for (B)(6) to be unrelated to extraneal and physioneal viaflex therapies.

Event description:
It was reported that physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an "unknown device issue occurred. No blood was present on the device and the needle plunger remained in the device body, although, the foot was opened. The method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.